Event description:
Hospital reported pt was undergoing a video assisted vein harvesting procedures of the saphenous vein. A small piece of the vasoview hemopro plastic broke off and obstructed the camera view. A replacement kit was opened to complete the procedure. The pt did not sustain any harm.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip. Based on the condition of the device as found, the reported complaint was confirmed for peeled jaw. The confirmed failure mode has been investigated in our CAPA system. A lot history review was completed for the reported product lot number. There was no non conformance recorded in the lot history.

Event description:
Hospital reported patient was undergoing a video assisted vein harvesting procedures of the saphenous vein. A small piece of the vasoview hemopro plastic broke off and obstructed the camera view. A replacement kit was opened to complete the procedure. The patient did not sustain any harm. The account manager stated he tried to gather additional information from customer contact, but was not able to do so. The account manager did retrieve the product. He stated that the covering from the jaws of the hemopro broke off during use and was successfully retrieved from patient without incident. The hemopro device and plastic coverings were sent back to manufacturer.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).